Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a right posterior atrio-ventricular that is 75% stenosed. The 1.20x6mm mini trek dilatation catheter ruptured during the first inflation at 8 atmospheres. Another non-abbott balloon and non-abbott stent were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.